Event description:
The manufacturers representative reported the patient had been receiving morphine 10mg/ml at 0.5mg/day and was very sedated. The pump was turned off, the patient was treated with narcan, and the patient remained hospitalized in the intensive care unit. A follow up report will be sent when additional information is received.